Event description:
Pt developed pseudarthrosis at l5-s1 apparently due to an infection. Pt also had infection at pedicle screw incision sites. Device was explanted.

Manufacturer narrative:
H3: explanted device was not returned to trans1 for evaluation. Further investigation is underway. A followup report will be filed when more info becomes available within the next 30 days.